Event description:
It was reported that during a pocket revision the lead's outer insulation became compromised by the cautery. The physician chose to repair the lead and continue to keep the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.